Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with two 550cc mentor memorygel breast implants experienced left-sided grade IV capsular contracture and right-sided breast implant prophylactic removal postoperatively. Sometime in 2016, the patient initially suspected left-sided deflation due to her left breast sitting high. However, the patient¿s surgeon stated that the patient was experiencing left-sided capsular contracture. In (B)(6) 2020, the patient had a consultation with a plastic surgeon regarding her revision surgery. During the consultation, the surgeon recommended unilateral removal and replacement. However, the patient insisted on bilateral removal and replacement due to the age of her breast implants (about 10 years). As a result, the patient underwent bilateral removal and replacement with two 750cc mentor memorygel breast implant prostheses (catalog #: 3505750bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021. The devices were discarded inadvertently and are not available for product evaluation. The event date was estimated as (B)(6) 2016 based on available information. This report is for the left-sided prosthesis.